Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00002 and 2134265-2016-00036. It was reported that automatic pullback failure occurred. During the procedure, a motor drive unit was used in conjunction with an unknown catheter and unknown sled. However, the system froze during pullback. No patient complications reported.